Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was determined during analysis that the upper case was dented, the lower case and side bail covers were broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent, the serial number label was torn and the keyboard was scratched. The device was to be scrapped in-house. (B)(4)

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.